Manufacturer narrative:
The device was received not deployed. Investigation found the device ran into an 0xd7 hazard alarm indicating a power on reset was detected while running. The downloaded data shows the first prime completed at pulse 47 and the device deactivated at pulse 47. No timeouts or drive stalls were present in the data. The device was reset, connected to pdm and delivered a 5-unit bolus with no issue. The device deployed during the reset run. The 0xd7 hazard alarm caused the device to deactivate before enough pulses could be run to deploy the device. The exact cause of the the hazard alarm could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determined the needle mechanism failure reported. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the needle did not deploy when the pod was activated; this indicates that a needle mechanism failure occurred. The pod was not worn.